Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: double capsule : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data.

Event description:
Un-reporting rupture. And it has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Physician reported implant rupture. Diagnosed by ultrasound. This relates to the right side. Device remains implanted.

Manufacturer narrative:
Further information from the report regarding the event, product details and return of the device has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.